Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during testing. However, the reported problem could not be duplicated once the device was disassembled during trouble-shooting. The device was put through extensive testing without duplicating the reported malfunction. The device's processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unkown), the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.